Event description:
Oversensing, impedance of greater than 1400 ohms, apparent fracture, and multiple inappropriate shocks were reported. The lead was removed. A medwatch was received reporting that the patient complained of multiple ICD shocks without warning, and a monitor showed ICD firing without any evidence of tachyarrhythmia. A fracture was also indicated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.evaluation summary: proximal conductor fractured; full lead returned and analyzed.